Event description:
The complainant reported an impella implant was attempted to be implanted in an 67-year-old male patient. The physician was unable to pass through the patient's vascular. The impella 5.5 implant was aborted and an impella cp was implanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because it was mentioned that the patient had heavily calcified aortic arch which caused the difficulty of inserting the pump.